Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned pak was visually inspected. The used drain bag was not cut on the top portion close to the inlet valve on the returned condition. Surgical residue was inside the drain bag. There was no occlusion in the drain bag inlet valve. The drain bag material top and base films were not sealed properly and appeared to be misaligned on the drain bag. The misalignment of the drain bag caused leakage during the priming sequence. This observed misalignment of the top and base of the drain bag material was caused by the supplier manufacturer's process. The root cause of the customer's complaint is related to the supplier's manufacturer's process where there appeared to be an error during the assembly process of the drain bag material that resulted in the customer's experience. The supplier has been notified of this complaint and will take appropriate actions as necessary. All lots are verified that all required inspections have been performed and all acceptance criteria are met. Based on our current tracking, there are no adverse trends for this reported complaint. Quality assurance has reviewed this complaint via the complaint review meetings and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the water was leaking and did not get in the drain bag post aspiration during cataract and vitrectomy combination surgery. There was no problem during preoperative priming and setting was completed. Since water was not transmitted to the console and fell on the floor, the surgery was completed without product replacement by using a rag to catch the water. There was no impact on patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).